Event description:
The customer contact reported unrestricted flow. The pump was returned to the biomedical dept with a note that stated, "needs repair. Send to biomed." No specific pt info, pump programming, or event details were provided. During testing at the user facility, unrestricted flow was noted on channel b. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)